Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that there was poor coupling with recharging. The patient repositioned the antenna over the ins. This did not resolve the issue and a poor coupling screen was seen. The patient noted that the healthcare provider (hcp) didn¿t want her to charge until 3 weeks after the lead surgery, but hasn¿t been able to get the coupling boxes filled in. The patient stated that she was "trying to recharge it because I don¿t want it to go dead again but I¿m getting none of the boxes filled in." The patient stated that this coupling issue was first noticed "the beginning of (B)(6) when I started trying to recharge it" ((B)(6) 2018). An email was sent to repair, and the patient was sent a new recharging antenna. No symptoms were reported. Additional information was reported on (B)(6) 2018, that stated the patient received the new insr antenna and she was getting 5-6 coupling bars at first, but then the coupling dropped down to 2 for the longest time and for the past 2 weeks the patient had only been able to achieve 0 coupling bars. She said that she had unscrewed the recharger (insr) cap to ensure that the insr antenna was securely plugged in, but that this didn't improve her coupling. The al locate feature was unsuccessful. They were redirected to their hcp to have implant checked. Patient services reviewed how location of implant can affect coupling. A new belt was ordered as the patient accidently threw out her old belt. Patient services also emailed customer service to send the patient adhesive discs to try. The patient said that the implant was in fact still charging up even though she had poor coupling, they said that she just wanted to make sure she still had relief when she went on vacation. Even with poor coupling, the implant will still charge, but it would charge more slowly than with good coupling. No fur ther complications were reported.